Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient (pt) stated he has been having issue charging the ins since friday (B)(6) 2021 - pt stated it took 3 hours to charge last night pt reported error message " system problem rm03 message". Friday night - pt did a hard reset of the controller but the message keeps happening. No symptoms were reported. (B)(6) 2021 rtg0218317 (con): no new information. (B)(6) 2021 rpl 320176 rtg0232661 (con): additional information was received. It was reported that they started recharging the ins this morning about 45 minutes ago with the controller battery at 100% and the ins battery at 60% (pt noted that the ins battery was usually at 50% when they would start recharging the ins), however the controller battery was down to 70% and that the ins battery was stuck at 80% for over 15 minutes (pt noted that it was probably almost 18 minutes). Pt stated that they always keep the recharging quality at excellent by not moving when recharging the ins. Pt stated that they would check the charging status and see that the charging quality flipped to good which takes a really long time to recharge the ins; pt stated that this had been happening quite frequently. Pt stated that the ins battery had just increased to 90% during the call. Pt noted that they recharge the ins in the morning and at night so that they're not sitting for hours and hours recharging the ins. Pt stated that they were frustrated as they wanted to get on with their daily activities. The pt was asked if the recharger (rtm) was getting hot while recharging the ins; pt stated that they could feel a bit of warmth on their back, however it was not bad and it was almost comforting. Pt confirmed that there was no apparent damage to the rtm and that the connection between the rtm and controller was not loose. Pt noted that they always make sure that there are no kinks or twists in the rtm cord when they start recharging the ins. Pt stated that they cleaned the rtm connectors with their shirt and reconnected the rtm to the controller. Pt stated that the rtm wasn't that old as the rtm was replaced maybe less than two months ago. Pt stated that the issue had been going on for a good week; pt then stated that it was actually longer than that; pt then confirmed that the issue started in october. An email was sent to the repair department to replace the rtm.